Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 6dec2018. The service engineer (se) inspected the device and found the keypad was not working. The se replaced the overlay keypad and the ventilator passed all testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator display values were not coming on. No patient involvement. The event date was not specified; estimate used.